Event description:
It was reported that during use with the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, tubes were overfilling. There was no report of patient impact.

Manufacturer narrative:
E1. (B)(6). H6. Investigation summary: bd did not receive samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode of overfill was not observed.  Additionally, (B)(4) retention samples from bd inventory were evaluated by a draw test, and all (B)(4) tubes drew within specification. Device history record review of reported incident lot determined all product release requirements were met, and there were no related quality issues during product manufacture. This complaint was unable to be confirmed for indicated failure mode of overfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.